Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 800 mg/dl, pancreatitis and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer was treated with an insulin drip. Reportedly, a malfunction alarm occurred and the customer reverted to alternate method of insulin therapy. At the time of the report, the customer had not been released from the ER. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.